Event description:
It was reported that error 218: delivery device impedance error, displayed during a procedure. The procedure was almost completed, but a follow-up procedure was scheduled on another date. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned device did not identify any issues. Functional analysis did not identify error 218. The reported event could not be confirmed. Based on the limited available information, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that error 218: delivery device impedance error displayed during a procedure. The procedure was almost completed, but a follow-up procedure was scheduled on another date. During the second procedure, the check marks appeared and disappeared on the setup screen of the monitor. The power source was turned back on and error 210: faulty delivery device thermocouple displayed. The procedure was completed with another device. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.